Event description:
Patient was positioned for nasal surgery, supine, arms tucked at sides on ulnar protectors, hand in functional position, not touching metal. After surgery, a reddened area was noted on the left thumb on the side closest to the fingers. Pt stated it felt like a burn. The grounding pad was in place on left thigh. The machine alarms never sounded. The settings were coag 10 cut 0. The surgeon was made aware and the patient was given silvadene creme to apply to the area. The patient was to have the surgeon check the area when they returned to his office for follow-up care. The bovie machine was sent to biomed with the bovie pencil and grounding pad.